Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and replaced the vacuum tubing which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittent cuvette overflow on the immage 800 immunochemistry system. No injury was reported.